Manufacturer narrative:
(B)(4). D10 - medical product: cruciate retaining cr-flex gender solutions female (gsf) femoral component porous catalog # 00575201701 lot # 64226041. Articular surface catalog # 00595204012 lot # 64590070. Stemmed tibial component catalog # 00598004702 lot # j6960308. Stem extension catalog # 00598801215 lot # 64894141. Headed screw 48 mm length catalog # 00579104100 lot # 65003879. Headed screw 48 mm length catalog # 00579104100 lot # 65011599. Headless screw 48 mm length catalog # 00579104200 lot # 65011608. Headless screw 48 mm length catalog # 00579104200 lot # 65082493. Headless screw 48 mm length catalog # 00579104200 lot # 65082498. Headless screw 48 mm length catalog # 00579104200 lot # 65143820. Headed screw 27 mm length catalog # 00579104300 lot # 64744149. Headed screw 27 mm length catalog # 00579104300 lot # 64744149. G2: australia. Multiple MDR reports were filled for this event: 0001822565-2024-00596. 0001822565-2024-00597. 0001822565-2024-00598. 0002648920-2024-00045. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.